Manufacturer narrative:
The insulin pump passed the functional testing, including self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms were noted. No unexpected pump reset noted. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called via phone reporting that everytime while changing out the battery after receiving a low battery alert the insulin pump resets itself and the customer has to reprogram the date and time. Troubleshooting was performed and the battery indicator shows less than two bars. The last battery change was over a month ago. The battery lasted note than a week. The customer requested the insulin pump be replaced because they should be programming the time and date everytime the battery is changed out. The customer's current blood glucose is 110 mg/dl.